Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother stated that the patient told the teacher that she did not feel well in class. Patient was taken to the nurse's office and was given whole grain chips and bell peppers. At the time of the event, the cgm displayed a bg value of 179mg/dl and bg meter displayed 107mg/dl. Patient's mother was unsure if the nurse checked the patient's bg after eating. At the time of contact, no additional event information was provided.